Event description:
New information received indicated that when patient presented for follow-up, non-sustained oversensing episodes were observed. Programming change was made. The patient is in good condition and will continue with routine follow-up.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that episodes of non-sustained rv oversensing and one episode of vf/v lead noise were observed. Review of the session records shows the device appears to be oversensing p waves on the rv channel. Lead dislodgement was suspected. Programming changes and lead position was recommended. Subsequently, patient presented for follow-up where sustained noise episode and several non-sustained episodes were caused by oversensing on the ventricular channel. Programing changes were made. It is believed that the oversensing appears to be related to the lead positioning. The physician has decided to review the system. The revision of the system has not taken place yet. Patient is in good condition.